Manufacturer narrative:
The donor facility sent the blood sample to the immucor dx laboratory for rhd genotyping. The immucor dx laboratory determined that the blood donor was actually a d deletion (d variant), which was consistent with the conglomeration of all of the rh (d) testing with all of the different anti-d reagents and clones, which is discussed in the reagent specific instructions for use as limitations. The internal immucor record tracking number was (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpected result when using anti-d (monoclonal blend) gamma-clone by manual test tube method, when tested on (B)(6) 2018.